Event description:
It was reported that there were impingement issues discovered and cup was to medialized so the surgeon revised. Cultures were taken of fluid found in the hip and blackness was seen around the modular neck.

Manufacturer narrative:
Add'l info has been requested and if rec'd, will be provided in a supplemental report.